Event description:
Customer called to report hospitalization, high blood glucose's. It stated that the customer's blood glucose's remained high after the customer got home and changed the customer's set. Eventually, the customer had a heart attack and customer was hospitalized ever since. The customer's medical doctor stated that the heart attack was due to the customer's blood glucose's rising to 1090. Customer was treated with IV insulin. It stated that the customer never gave self any manual injections to bring the customer's blood glucose's down before going the the hospital. The reservoir was filled up to 300u prior to the hospitalization and it appears the reservoir had the same amount. Customer did not prime correctly. Revealed that the customer had no idea if the pump is pushing any insulin out before the insertion of the set. Requested to customer to disconnect from the pump and prime to find the lead screw line. Customer could not find the original point of the lead screw and the insulin did not exit. Troubleshooting was performed. The insulin exited. Customer denied any further testing on the pump.